Event description:
Pt dropped the battery belt, causing one of the cells to be damaged and catch fire.

Manufacturer narrative:
Presently waiting for device to return to airsep for eval. A f/u report will be submitted after eval is completed.